Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed, can connection status, and adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt trunk cable was severed. The root cause for the missing severed cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages, damaged cable or wires exposed, and can connection status.